Event description:
It was reported by dealer that both motors on the (B)(4) power chair are grinding. He states when going up a ramp the chair gets really loud and screeching and then the chair shuts off. Customer states this does happen while the end user is using the chair. Dealer states the chair will drive on level surfaces.